Manufacturer narrative:
Reasonable attempts by phone and fax were made to obtain further information from the user facility for the reported event including patient information, patient photographs, treatment settings, sun exposure and test patch, however none was received other than the initial report. An examination of the subject device by a lumenis technical expert concluded that the device required calibration of the output energy. It was further noted by the expert that following calibration and preventative maintenance of the device, all outputs are within manufacturers specifications. Subject device malfunction is not the suspected cause of the events reported. Therefore; lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and to determine a cause. Should more information be reported a follow-up MDR will be filed.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to the arm following hair removal treatment with a lumenis lightsheer et laser. No report of serious injury was initially received at the time the patient events were reported.